Event description:
2019 revision event description: in 2019, an additional revision is cited that an ¿adm cobalt/ chromium cup¿ was removed and replaced with titanium [shell?] And 3 screws.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
2019 revision event description: in 2019, an additional revision is cited that an ¿adm cobalt/ chromium cup¿ was removed and replaced with titanium [shell?] And 3 screws.

Manufacturer narrative:
Corrected data: date of implant. An event regarding revision involving an adm shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.